Event description:
Additional information was received from the patient. It was reported that the healthcare provider was notified. No viable procedure was advised. They stated that therapy was not working for them and no further action will be taken. The cause of never achieving therapeutic benefit was not determined. Device removal was planned for (B)(6) 2025. The patient added that depends must be worn 24hours, the manufacturer device was not a viable solution to the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated that the pt indicated that the system was never effective for their symptoms. The caller stated the pt placed their ins into MRI mode at the time of their previous scan but was told by someone that they should leave their ins in MRI mode indefinitely or for the time being. Caller did not know who made this statement. Additional information was received from the patient. It was reported that the healthcare provider was notified. No viable procedure was advised. They stated that therapy was not working for them and no further action will be taken. The cause of never achieving therapeutic benefit was not determined. Device removal was planned for mar-24-2025. The hcp added that depends must be worn 24hours, the manufacturer device was not a viable solution to the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.